Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had multiple pump error alarm. The customer¿s current blood glucose level was unknown at time of incident. The customer stated that the pump was beeping and they changed the battery then do the reservoir and the tubing and they also had multiple pump error. The customer was able to perform rewind and the displacement test was passed. The self-test was performed and it did not pass. The customer also received a failed battery test due to pump restarting with current battery in place. The customer was advised to revert to backup plan per health care professional instructions. The customer was advised to place the pump in storage mode and remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime / seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No unexpected pump error 75, pump error 53, or pump error 41 noted during testing. Pump error 75 and pump error 41 were located in the formatted history and long trace files, problem isolated to motor. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number (B)(4) and file number (B)(4). Unable to determine the root cause per r&d. Detailed trace analysis confirmed failed battery test alarms and replace battery now alarm at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph management tool due to connector resistance at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. No unexpected failed battery test alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.